Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed both drive manifold. Deep vacuum check start and end pressure. Also, the unit failed the drive regulator tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional contact details: reporter name- (B)(6). Occupation- biomedical engineer. Email ID- (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) during the repair of the unit was failing compressor checks during pm. Getinge field service engineer (fse) replaced (d103-00-0499) muffler <100 micron, (d103-00-0631) muffler, 1/8 npt, (d119-00-0236) scroll compressor. Unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit was cleared for clinical use and returned to customer. There was no patient involvement, and no adverse event reported.

Event description:
N/a.